Manufacturer narrative:
The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported that a patient underwent an avr with a 23mm intuity valve. After implantation, tee detected a small pvl. The valve was explanted and replaced with a 25mm 3300tfx.

Event description:
It was reported a patient with a 8300ab 23mm, was explanted at implant due to pvl. The valve was explanted and replaced with a 25mm 3300tfx.

Manufacturer narrative:
H11: based on the additional information obtained, this event is no longer considered reportable and this correction is being submitted.